Event description:
A staff member was using the foot section of the table as a writing surface with their legs positioned below the foot section. The staff inadvertently pressed the home position button on the foot control which moved the foot section onto their legs causing bruising.

Manufacturer narrative:
The device operated as intended. The instructions for use cautions the operator to be sure that all personnel and equipment care clear of the table before activating any function.